Manufacturer narrative:
Item #(B)(4), zimmer m/l taper femoral stem, lot #62715059.

Event description:
It is reported that the patient's hip dislocated and then relocated under closed reduction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. According to a review of the x-rays provided by the external surgeon; hardware and native osseous structures are intact without fracture, abnormal mineralization or periprosthetic lucency. There is a suggestion of increased lateral inclination of the acetabular cup which can predispose to dislocation. However, an x-ray is not available in standardized ap orientation. A standardized view could provide better detail. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.